Event description:
It was reported that the insulin pump alarmed motor error. The caller stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. The mother also reported battery related issues. Had the caller check the drive support cap, and it was flush. Advised the caller that the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.